Manufacturer narrative:
(B)(4). An used sample enclosed in a plastic bag was received at the plant for evaluation. The unit was visually inspected and the tube was cut, hence the defect reported by the customer was confirmed. The cause of this condition is unknown. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) to manage this issue.

Event description:
A customer reported to baxter (B)(4) of a vented paclitaxel set that was leaking. The source of the leak was in a number of areas running down the line. A patient was involved but no injury was incurred. No additional information is available.